Event description:
It was reported that during a routine generator replacement, the generator could not be detached from the electrode. As a result, the lead was disconnected and replaced with a new lead. Additional information received reporting that the lead and generator were not irrigated and there was no visible debris around the header of the generator. The lead was received for analysis. No other relevant information has been received to date.